Manufacturer narrative:
The investigation of the customer issue included a review of complaint text, a search for similar complaints, a review of labeling, and a review of service history. A falsely elevated troponin result was generated for one patient on the architect i1000sr (serial number (B)(4)). The customer's established cut-off value for positive troponin results is 0.04 ng/ml. The service history for this instrument revealed no subsequent complaints of discrepant/erratic results reported. A review of the product monitoring identified no trigger associated with the architect i1000sr erratic result rates and no trends were identified. A review of labeling showed that the architect system operations manual addresses troubleshooting for falsely elevated results. Additionally, the troponin package insert addresses sample handling and performance characteristics. The diagnostic cutoff for architect stat troponin-I assay is 0.30 ng/ml. There is not enough information to reasonably suggest a malfunction of the architect i1000sr nor was there an indication of a deficiency.

Event description:
The customer stated that the architect analyzer generated a falsely elevated troponin result on an ER patient sample that was questioned by the physician. The results provided were: initial at 2:00pm =0.01ng/ml (less than 0.03 = negative) / redraw at 2:00am = 0.09ng/ml (customer's diagnostic cutoff is greater than or equal to 0.04ng/ml) questioned result / redraw = 0.01ng/ml. The customer then repeated the 2:00am sample and obtained a 0.01ng/ml result. There was no reported impact to patient management. There was no additional patient information provided.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is completed.